Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the first assist was burned by the schoelly light cord. The schoelly camera was thought to be turned off by the surgeon; it is assumed the standby button was clicked one too many times which engaged the red laser. The laparoscope was detached and the schoelly light cord was placed in the sterile drapes. The first assist was leaning against the drapes and the light cord, sustaining the burn. It burned through the sterile gown, and scrubs. The burn was to the pubic area. The patient did not sustain an injury due to the event. The first assistant received wound care, and there is a possibility of wound debridement and excision based on the healing process.